Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range measurements, measuring greater than 2500 ohms. Additionally, there was no capture. Boston scientific technical services consultant recommended additional testing, programming changes and or lead revision. The plan is to replace this ra lead in the future when the box is change. The patient will continue their routine in-clinic follow up. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range measurements, measuring greater than 2500 ohms. Additionally, there was no capture. Boston scientific technical services consultant recommended additional testing, programming changes and or lead revision. The plan is to replace this ra lead in the future when the box is change. The patient will continue their routine in-clinic follow up. No adverse patient effects were reported. This lead remains in service. Additional information was provided, it was reported that the ra lead was electronically deactivated. The patient had a normal box change yesterday and the physician had decided not to replace the ra lead as the patient remained in atrial fibrillation for many years. There were no additional adverse patient effects reported. The ra lead was electronically deactivated but remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.